Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post multiple surgical procedures, the cervical ipg was no longer able to connect to external devices. It is undetermined if the ipg was place into surgery mode or not. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.